Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to connect their backup system controller to the power module, it alarmed "connect power." It was fine when both power cables were connected, but when only one was connected, the alarm occurred. Both the black and white cord were tried with the same result. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation due to the reported event of connect power alarms. A log file was extracted from the controller, and it was determined that the observed connect power alarms were caused by low voltage values within the 14-volt patient cable at the time of the event. The returned system controller (serial number (B)(6) was functionally tested and performed as intended, and atypical alarms were unable to be reproduced throughout all testing. Questions regarding the event were asked multiple times and no responses were received. Log file analysis and functional testing indicate that the system controller was not correlated to the root cause of the reported event. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.